Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after the implant of this 26mm mitral annuloplasty band, significant residual regurgitation was present. No additional adverse patient effects were reported.